Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During mapping in premature ventricular contraction ablation procedure, a pericardial effusion was detected with an ice catheter after advancing the catheter to the distal coronary sinus vasculature. The ablation catheter was then removed from the distal coronary vasculature. The effusion was monitored with ice. Levophed was given to support any drop in blood pressure and a pericardiocentesis was attempted. A tte was then performed and it was determined that the effusion was localized to a small area that had clotted off. No further intervention was attempted. The patient remained stable and the procedure was aborted and the patient was kept for monitoring. There were no performance issues with abbott devices.